Event description:
During an unspecified procedure, the anastomosis was incomplete. The surgeon resected the tissue at the applications site and normally sutured to complete the procedure. The hosp has not provided any add'l info.